Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr was stuck in the lesion, ventricular fibrillation and patient death occurred. Vascular access was obtained through the radial artery. The target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending artery (lad). A 1.50mm rotalink¿ plus was used for treatment. During procedure, after performing ablation in the proximal lad, the physician positioned the burr in the distal of the middle lad; however, it was noted that the burr was stuck in the lesion. The burr was attempted to be removed; however, the physician failed. An unspecified 7fr system was inserted from the femoral artery and an unspecified 0.014 wire was advanced through the 7fr system; however, the wire was unable to cross the lesion. While the procedure was done, patient's condition changed and ventricular fibrillation was noted. The patient was then sent for surgery; however, the patient died. It was noted that the physician considered that the cause of death was aorta dissection.

Manufacturer narrative:
UDI= (B)(4) device evaluated by MFR: the device was returned for evaluation. Visual examination noted no issues on the complaint device. The advancer knob was unlocked upon return; it was advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft and coil were inspected and there was no damage noted. There was blood in the sheath of the device. The rotawire was also returned in the rotablator device. The rotawire could not be removed. The burr was microscopically examined and no issues were noted with the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-01971. It was reported that the burr was stuck in the lesion, ventricular fibrillation and patient death occurred. Vascular access was obtained through the radial artery. The target lesion was located in a moderately tortuous and severely calcified proximal to middle left anterior descending artery (lad). A 1.50mm rotalink plus was used for treatment. During procedure, after performing ablation in the proximal lad, the physician positioned the burr in the distal of the middle lad; however, it was noted that the burr was stuck in the lesion. The burr was attempted to be removed; however, the physician failed. An unspecified 7fr system was inserted from the femoral artery and an unspecified 0.014 wire was advanced through the 7fr system; however, the wire was unable to cross the lesion. While the procedure was done, patient's condition changed and ventricular fibrillation was noted. The patient was then sent for surgery; however, the patient died. It was noted that the physician considered that the cause of death was aorta dissection.